Event description:
The following was reported to hamilton medical ag: the ventilator intermittently alarms with "exhalation obstructed" during ventilation. The patient was transfered to another ventilator.

Manufacturer narrative:
Hamilton medical ag case number is cer (B)(4). Investigation ongoing.